Manufacturer narrative:
The customer contacted the siemens customer care center to report a discordant falsely elevated troponin result. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse reviewed instrument log files and found no indication of an instrument problem. It is reported by the customer that this was a sample specific issue and an isolated event. The cause of the falsely elevated troponin result was a sample specific issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated troponin result was obtained on a dimension exl with loci module (lm) instrument for a patient sample. The initial result was reported to the physician(s). The same sample was repeated multiple times on the same instrument and an alternate dimension exl with loci module (lm). A corrected patient test report with a lower test result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely high discordant troponin result.